Event description:
Reporter alleged obtaining a discrepant blood glucose result of 152 mg/dl back to back, with a result of 424 mg/dl on the aviva system, when testing was performed within 10 mins. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.